Manufacturer narrative:
A ge service representative performed an on site investigation. Although the exposure problem could not be duplicated, review of error log indicated that the interface pcb was causing the issue. Also advised by the customer that while taking live images, the left monitor would go light until you could barely see the image. Identified that the power cord (mains) needed to be reseated into the strain relief. Reseated the power cord. It is believed that replacement of the interface pcb will address the intermittent exposure problem. Installed sbc kit with system interface pcb. The system was tested and found to be working as intended. System returned to service.

Event description:
It was reported that the 9800 system is not exposing and the main power cord is bare. There was no report of patient injury.